Manufacturer narrative:
A request was made for the article author to provide the model/serial number for the device, and the name of the manufacturer for the chronic leads, but no information was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a device replacement procedure in (B)(6) 2016. This new device was connected to the chronic leads (unknown manufacturer) and the procedure was completed without incident. However, after the implant, device testing noted the patient had pacemaker mediated tachycardia (pmt). Testing found the ventricle was stimulated in aai mode and the atrium was stimulated in vvi mode. The pocket was reopened and the inverted leads were reconnected to the device properly, and the pmt stopped immediately. Available information indicates the device remains in service. No additional adverse patient effects were reported.